Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that prior lead was placed by another physician, x-ray showed lead to be deep and lateral. Stimulator was returned and lead was discarded. The physician, (B)(6), is aware of the provided information.

Manufacturer narrative:
H3: analysis of the ins s/n: (B)(6) determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Continuation of d11: product ID 3889-33 lot# va1vqux serial# implanted: 2019(B)(6) explanted: 2020-(B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-07-16 703770992_an_rp.pdf, 703770992_an_mdt_report_20200602t072902, 703770992_an_usage_report_20200602t07294, 703770992_an_decoded mdt_report_20200602, 703770992_an_v2.0.375_session_report_202, 703770992_an_eval: no new information for the event description.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1vqux, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 23-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The rep reported the healthcare provider did a revision the day of the report. The patient had been reprogrammed multiple times, but didn't get therapy relief. An x-ray showed that the lead was lateral and deep, the rep said the healthcare provider replaced the lead, but when they connected it to the ins, the impedance was yellow. The healthcare provider wiped down the lead and reinserted it, but experienced the same issue. The rep said they increased the voltage to 2 volts, the healthcare provider disconnected the lead, dried it off and inserted it again, but the lead would not hold when the healthcare provider tugged on it. The rep said a resident was helping and likely backed the set screw out too far. The rep said there was bodily response prior to lead insertion into the ins. It was reviewed with the rep that it would have been ideal to increase the setting up to 2 volts and 360 usec. Temporary high impedance potential was also reviewed as the patient was getting bodily response with testing earlier. The healthcare provider ended up using another ins since the lead pulled from the ins when the set screw was supposedly tightened. There was no issue with the second ins. It was noted the rep was going to send the affected ins back for analysis. No further complications were reported or anticipated.